Manufacturer narrative:
H11: the device was not received for evaluation; however, the customer received troubleshooting steps over the phone. No detailed evaluation information was provided. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, an alarm related to access extremely negative was observed. Treatment was discontinued and the extracorporeal blood was not returned to the patient. Additionally reported was that the "patient already had one filter set clotted". The total volume of blood loss was not known. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.